Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced button error and audio/beep anomaly. The customer's blood glucose value was unknown. The customer stated that the button error went off continuously and none of the buttons are responding. The customer mentioned that the time advanced. The customer mentioned a constant tone. The product was returned for analysis.

Manufacturer narrative:
All buttons functioning properly however, found slight corroded keypad traces. The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. All operating currents tested within the specification range and passed off no power test. The insulin pump was monitored and tested with no audio beep or vibrate anomalies noted. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on the display window noted.